Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that patient issues may have caused low flow on the right and left ventricles of the temporary total artificial heart (MFR. 3003761017-2018-00001) and the right ventricle was unable to achieve full eject in spite of a companion 2 driver pressure of 120-130 mmhg. The customer also reported that they wanted to return the companion 2 driver for evaluation even though they were not alleging a malfunction. The customer also reported that the patient was switched to a backup companion 2 driver which also exhibited similar wave forms and performance characteristics while supporting the patient.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation at the request of the customer even though they were not alleging a malfunction. The customer-reported low flows and inability to achieve full eject on the right pressure waveform was unable to be confirmed during investigation testing. Additional testing performed at the customer's driver settings was able to reproduce a loss of the right full eject flag, partially confirming the customer experience, but this was not caused by a device malfunction. The root cause of the reported issue is likely a combination of the customer's driver settings and patient conditions. The patient's temporary total artificial heart was exchanged and reported under MFR. 3003761017-2018-00001. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.